Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: unknown. H2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. There was an axiem communication failure seen. The rep reconnected the internal cable that was disconnected and the system performed as intended.  Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a cranial procedure. It was reported that the light did not light up on this system, but it did light up on another box. On the screen, it did not say anything. The site checked all the ports and none of them lit up. Troubleshooting was performed, the system displayed a localizer not connected for both the side and flat emitter. The camera diagnostics were checked, the status was disconnected, the amplifiers enabled was false, the break out box was stopped, the controller was stopped, the physical port status of 1-6 were stopped and system faults showed a localizer communication; tool false. No known impact to patient outcome. There was a surgical delay of less than one hour.